Manufacturer narrative:
Pump was received with blank display due to corroded battery tube. Unable to verify battery power loss alarm or perform operating currents check due to blank display. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump was alarming off no power alarm anomaly. Customer did not know blood glucose level. No further information was provided. The insulin pump is not returning.